Event description:
It was reported that the patient was generally wheelchair bound and the chair straps went over the pump site. The patient's pump, which was used to deliver compounded baclofen, eroded through the skin and later became infected. The patient did not have meningitis. The patient signs/symptoms were reported as drainage, incisional wound opening, and pocket erosion. The primary location of the infection was the device pocket. Cultures were taken (blood, device pocket, and urine) and all the cultures were reported as no growth; the date of the cultures were not reported. The patient had been treated preoperatively and perioperatively with unspecified oral antibiotics. The pump and catheter were explanted and a new pump and catheter were implanted on the opposite side. Postoperatively, the patient was treated with unspecified oral and intravenous antibiotics. The infection resolved.